Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (blank screen/unable to power up properly) has been confirmed. Upon investigation the monitor was intermittently powering down. The cause for the failure was isolated to debris contamination in the j1 battery connector. The root cause for the contamination was ingress of an unknown contaminant. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a patient's monitor was unable to power on.